Event description:
Information was received from a consumer via a healthcare provider (hcp) regarding a patient receiving intrathecal unknown baclofen (unknown concentration and dose) via an implanted pump for intractable spasticity. It was noted ¿ten years ago¿, before the patient's current hcp saw this patient, the patient reported he had a MRI and the pump did not recover after that. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.